Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, the sutures of the proglide device were placed; however, heavy bleeding continued. A stent was inserted from the contralateral access site to stop the bleeding. Hemostasis was achieved in access site with the stent. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.